Manufacturer narrative:
(B)(4).currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with a scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump was cracking where the reservoir goes into the insulin pump. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.